Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing via a change in morphology and reduced amplitude intrinsics. The smartpass feature had programmed itself off due to the decreased amplitudes. The device therapy was then programmed off. Device testing was done and now the therapy and smartpass are back on. There were no additional adverse patient effects.